Manufacturer narrative:
An event regarding revision due to limb length discrepancy involving an unknown head was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty. The constrained acetabular component likely disassociated as a result of impingement at the extremes of motion likely in this slender patient with shortening. The decision to convert to a girdlestone was not related to factors of faulty component design, manufacturing or materials. Similarly, the earlier clinical problems were also unrelated to the specific bipolar hip arthroplasty or constrained components utilized.¿ device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the root cause of the reported event could not be confirmed. Review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty..." It was determined that the dislocation was a result of the patient's shortening of the limb as noted by the clinical consultant. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had fitted following a fall. Surgery was carried out, the patient went home, and all appeared good. The patient's son further reported that the surgeon who fitted the constrained joint told him it would not dislocate, that the surgeon could not physically pull the joint apart and the implant would be more likely to break out of the bone rather than dislocate. The surgeon further explained that the downside was that the patient would lose some flexibility in the joint. The patient's son reported that the hip dislocated twice within 5 days of it being put in. Update: the patient's son reported that in the primary procedure the ball of the hip, but not the socket was replaced. He further reported that after the constrained liner was implanted and dislocated, hospital staff commented that muscle tone may have been insufficient to keep the joint in position. The right hip is involved. The patient is (B)(6) inches tall and weighs (B)(6) stone. The constrained liner was implanted in (B)(6) 2014.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had fitted following a fall. Surgery was carried out, the patient went home, and all appeared good. The patient's son further reported that the surgeon who fitted the constrained joint told him it would not dislocate, that the surgeon could not physically pull the joint apart and the implant would be more likely to break out of the bone rather than dislocate. The surgeon further explained that the downside was that the patient would lose some flexibility in the joint. The patient's son reported that the hip dislocated twice within 5 days of it being put in. Update: the patient's son reported that in the primary procedure the ball of the hip, but not the socket was replaced. He further reported that after the constrained liner was implanted and dislocated, hospital staff commented that muscle tone may have been insufficient to keep the joint in position. The right hip is involved. The patient is (B)(6). The constrained liner was implanted in (B)(6) 2014.